Event description:
It was reported that the pt underwent a sling procedure for the treatment of stress urinary incontinence in 2006. The physician performed the surgery under local anesthesia with IV sedation. The pt was refluxing and hence coughing and the physician reports it was hard to perform the procedure due to the coughs. Postoperatively, the pt experienced stress urinary incontinence and less than two months later, a collagen injection was performed. The pt is dry and is very happy with the outcome.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.